Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic aortic valve, a perclose proglide closure device did not work properly. Subsequently the vessel was surgically repaired. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).